Event description:
There was an allegation of questionable sodium electrode and potassium electrode results from the cobas 8000 ise 1800 module for four patients. Patient one's initial sodium result was 80 mmol/l, and another result from a different analyzer was 140 mmol/l. Patient two's initial sodium result was 112 mmol/l, and the second result was 141 mmol/l. There was another repeat result of 143 mmol/l. Patient two's initial potassium result was 3.26 mmol/l, and the second result was 4.28 mmol/l. Patient three's initial sodium result was 86 mmol/l, and the repeat result was 142 mmol/l. Patient three's initial potassium result was 2.34 mmol/l, and the repeat result was 4.06 mmol/l. Patient four's initial sodium result was 126 mmol/l, and the second result was 142 mmol/l. There was another repeat result of 143 mmol/l.

Manufacturer narrative:
The sodium electrode lot number is eat80. The potassium electrode lot number is eag62. The expiration dates were not provided. Calibration and qc were passing prior to the event. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) determined that the dilution hoses and joint ends are okay, the pinch valve closed poorly, it was cleaned and pinched, and the valve was replaced. The ion-selective electrode (ise) degasser and the dilution nozzle were both changed, as well as a fuse. During the reagent priming, the movement of fluids in the ise block was checked and was okay. The ise calibration and qc were okay and operation was confirmed by the customer the following day. The investigation determined that the root cause was due to a defective pinch valve or degasser; the service actions resolved the issue.